Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (240-270 mg/dl) in the morning and a bolus was delivered to address the bg. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and reported that the event would be discussed with a healthcare provider.